Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4), the full lead was returned and analyzed. It was noted there were helix disengaged from helical channel, distal conductor blood/body fluid (not obstructed), inner tubing kinked/buckled, blood in/on helix/lobe mechanism (sleeve head), blood in/on helix/lobe mechanism, and tip seal observation.

Event description:
It was reported that during implantation of the lead the helix could not be extended. The lead was not implanted and a new lead was placed. No patient complications have been reported as a result of this event.